Event description:
This event was voluntarily reported through medsun mandatory and voluntary report form in 2006, by the user facility). The essure device was inserted into the tube correctly. However, as the physician was about to deploy the device, he lost visualization. He did not want to deploy blindly, so he attempted to remove the delivery catheter. The micro insert was inadvertently deployed and removed at the same time causing the outer coil to stretch. The physician attempted to remove the device with graspers which caused the micro insert to break. He was able to remove all pieces of the coil and the case was terminated. No injury caused to the pt.

Manufacturer narrative:
The physcian training manual does not recommend removal of a micro insert unless there are 18 or more trailing coils. Physician acted in accordance with the instruction for use by terminating the case after the broken micro insert had been removed because scope time had exceeded 20 minutes.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.